Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was found unconscious on the couch by his wife. 911 was called. The patient¿s cgm was not looked at prior to ems¿ arrival. However, it was noted that the patient¿s cgm had been in a brief sensor error state prior to him losing consciousness. Although, the patient could not recall how long the cgm had been in this sensor error state prior to him losing consciousness. Once ems arrived, the patient¿s bg meter reading was 20 mg/dl while the cgm was still in a brief sensor error state. The patient was treated with IV dextrose and after approximately 30 minutes, the patient¿s bg meter reading increased to 200 mg/dl. It was not specified how long the patient was unconscious during this event. The patient was not taken to the ER. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.